Manufacturer narrative:
(B) (4). Evaluation: results: evaluation for the returned product shows that the unit powered-up, but there was no sound. There was no visual damage to the alarm unit. The square chair sensor pad was returned for evaluation. The pad was received folded and creased inside the shipping box. The sensor passed all functional test. (B) (4).

Event description:
Customer claims that the alarm unit powered on, but did not sound the alarm when the patient got up. The patient did not fall; there was no patient injury reported.